Event description:
It was reported that this inflatable penile prosthesis recently stopped performing as expected. The patient stated that he was unable to completely inflate the device and now is unable to completely deflate. The patient saw his primary care practitioner who was unable to resolve the issue and is waiting on a referral to see a urologist. A boston scientific patient services specialist discussed with the patient troubleshooting techniques, the patient will attempt and follow-up if needed.

Manufacturer narrative:
B3 date of event: the exact event date is unknown.